Manufacturer narrative:
(B)(4). The customer returned one lidstock, syringe, and radial artery catheter for evaluation. The syringe was returned attached to the catheter. Visual examination did not reveal any defects or anomalies. The returned catheter was initially tested by flushing using the attached syringe. When the plunger was depressed, droplets or water were found coming from the luer threads. However, it was determined that the syringe was not completely tightened on the catheter. When the syringe was completed locked into the catheter, the test was again performed with no leaks. The catheter was then leak tested according to bs en 1707 sections 4.2-6.2. With the distal end of the catheter occluded, water was injected into both extension lines of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "in order to minimize the risk of problems associated with disconnects, it is recommended that only luer-lock connecting tubing be used with this device." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. No problem was found with the returned catheter. No further action will be taken.

Event description:
The customer reports: a leak from the hub of the catheter. A new arterial line was successfully placed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a leak from the hub of the catheter. A new arterial line was successfully placed.